Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The claimed issue was related to safety valve test failure during pre-use check. Identification of issue has been done by analyzing problem description. Service report and the device¿s logs have been not available for further evaluation. Based on information provided, the nozzle units for o2 and air gas modules were defective. No parts were returned for further analysis. Therefore, the root cause of the issue has not been determined.

Event description:
Manufacturer ref.#: (B)(4).